Event description:
It was reported that a patient presented to the emergency room due oversensing noise on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) resulting in inappropriate shock. Device interrogation revealed oversensing noise on the rv lead and oversensing noise on the atrial lead resulting inappropriate mode switch, and low pacing impedance on the rv lead. The physician disabled detections and therapies. The patient condition was stable.